Event description:
A customer contacted beckman coulter (bec) reporting a contained chemistry cartridge (cc) sample probe leak in the unicel dxc 800 synchron chemistry analyzer. The customer observed the cc sample probe dripping during priming. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
Through bec field service engineer (fse) telephone support, the customer was directed to replace the sample probe and wash collar which resolved the issue. Failure mode is unknown. Multiple pars were replaced, any of which could have caused or contributed to the event. (B)(4).